Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative via a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported on (B)(6) 2020 that the patient thinks they need to recharge the device or do something but couldn't get the needed information. Patient is now again having bladder control problems, more as time progresses. Also, pain in the stomach and surgical area (more now than after surgery). On (B)(6) patient added that they have to charge the ins weekly when the rep told them they would have to charge once every 2 weeks or once per month. Patient states it¿s hard to see where the ins is to charge, and due to unrelated shoulder issues can¿t reach back there very easily. Patient started charging the ins almost right after implant and states the belt the recharger comes with is ridiculous, they can¿t sit with the belt on because it is so wide that it misplaces the charger when sitting. Patient reports the first time they charged it took 2.5 hours which was longer than expected. The patient found another elasticated velcro belt that they have been using instead to keep the recharger in place. On (B)(6) patient also reported they were having a lot of trouble with the implant since implant date and life has been a nightmare ever since as they were not getting therapeutic effect and are wearing pads, and diapers and having both bladder and bowel incontinence; the device was implanted for bladder. Patient is peeing all the time and has difficulty bending over to clean their messes due to unrelated issues. Patient indicated they have already increased amplitude up to 1.9 v and took it up to the point of feeling the impulses are a little uncomfortable, but this has not improved therapeutic effect. The patient was redirected to their healthcare provider to further address the issues.

Event description:
Additional information received from a manufacturer representative (rep) stated that they will be keeping an eye on it. As of right now no surgical intervention is needed. An x-ray was performed. The mostly cause was patient¿s torn rotator cuff, mobility issue (unrelated). Patient now has a specific way she charges with a chair and the reported charging issue was resolved. The pain at the surgery site and lack of effect has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that stimulation therapy never worked, said it was adjusted countless times for hcp and patient even changed doctors. Patient said that she goes to the bathroom every 2.5 hours, pees whenever stands up, said it comes gushing out, said it is complete torture. Patient said that a week ago she didn't recharge implant and decided to start taking bladder control pills again and they helped, said is finally able to sleep. Patient told current hcp that she would like to have the system removed however said that he just suggests patient try a different program and different therapy. Patient said that hcp told patient to turn implant off and patient asked for instructions. Agent did not ask about the circumstances that led to the reported issue. With instruction patient was able to connect and turned therapy off and external devices off. Reviewed maintenance information regarding external devices. Redirected patient to continue working with hcp and if patient has decided to have system removed to discuss with her managing hcp. The patient's relevant medical history included patient said that before the implant took oxybutin and botox for 3 years however said that received bladder infections with the injections. Patient reviewed unrelated history that has torn rotator cuff and so it is difficult for her to place external devices over implant.

Event description:
Additional information was received from a manufacturer's rep: the rep stated that this was not their patient and they were not part of surgery, but they called the patient who said their biggest issue was the doctor and patient had since changed doctors and is doing better now. Patient seems fine now and was starting to charge weekly.

Manufacturer narrative:
D10/d11: concomitant medical products: product ID fp9000l .lot# unknown. Product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The reason for call was patient stated they were under a local and didn't want to go under anesthesia; patient heard everything they said during surgery, heard the doctor say he doesn't think the device was put in far enough. Patient said it is too close to the skin, they can feel it below the waist on the left side and can see it. Before the implant patient was only getting up once a night after 4-5 hours of sleep, but now is up every hour and a half to two hours. When patient just had the wires for the trial it worked. Patient went to the doctor yesterday, keeps going back and forth to the same doctor and isn't getting any better.